Event description:
Additional information received identified the patient was hospitalized for unrelated issue. Additionally, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg is being inoperable. The patient failed to charge the ipg as recommended. In turn, the ipg was unable to establish communication with external devices. Surgical intervention may be taken at a date to address the issue.